Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
A customer in croatia reported the generation of erroneously high sodium and potassium patient results on their au680 chemistry analyzer. The erroneous results were not released out of the laboratory; thus, there was no change to patient treatment and no injuries reported in association with this event.